Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were not functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damage ECG "c&d" cable. The cable was cut, severing wires within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.